Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt's cervical ipg is moving around and causing discomfort for the past week. The ipg is located in the left buttocks. The pt has lost weight an can feel the ipg moving from side to side. The pt will consult with her physician on the next course of action.